Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (database management inaccurate delivery) issue. The reporter alleged to the pump was not working properly, and was unable to recall if boluses were recorded correctly. The reporter was found to have made changes to the basal program. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: a review of the black box showed the user programmed a zero unit basal program for four days. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. A manual 10 audio and a manual 10 unit normal bolus were performed. Both boluses were accurately recorded in the bolus history and bolus total daily dose history correctly showed 20 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No alarms or deliver interruptions occurred during testing. The complaint was unable to be duplicated during investigation.